Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead became dislodged due to twiddler's syndrome. The helix of the lead was found to be contaminated with body fluids, so the lead was not reused and a competitive right ventricular transvenous defibrillation lead was successfully implanted. No adverse patient symptoms were reported.